Event description:
Hello, I'm contacting you about one of your products, the bd needle. I saw a patient today who is concerned about his device. The patient informs me that insulin flows through the bd needles after injection, and that he has lost some of his insulin. External email - use caution opening attachments and links. Hello, I'm contacting you about one of your products, the bd needle. I saw a patient today who is worried about his device. The patient informs me that insulin flows after injection through the bd needles. He has lost confidence in his device, being unsure of the dose administered and having low needs, the inaccuracy of the dose administered poses a problem for him. Below is the information needed for materiovigilance: lot 3353114, péremption 2028-12-31, aiguille bd micro-fine ultra pro 0.23x4mm. He notified his pharmacist but has not heard back.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to d3 (country) and h6 (investigation type, investigation conclusion). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.